Event description:
Additional information was received on (B)(6) 2015 indicating that the ins was taken out on (B)(6) 2014 and was having another one put in. The patient had her old one taken out because they wanted more coverage and it controlled her legs fine but at that time they could not get it to cover their lower back or waist. The original physician had found a tremendous amount of scar tissue in their back and did not want to do the surgery so they had to find another surgeon.

Event description:
Follow up information received from the healthcare professional (hcp) reported that it was unknown if the patient had greater than 50% reduction in their symptoms but it was noted that they did have a gradual loss of stimulation and therapeutic effect. In addition, it was noted that the cause of the issue was not determined and that it was not related to the device. Reprogramming was not needed for the issue. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a surgical procedure where the implantable neurostimulator (ins) was explanted. The patient wanted the explanted components back. The sterile processor could not get the blood out of the leads. The patient had a lead that never gave great stimulation coverage. The patient had not used it for a while and wanted it out. The explant was on the day of the report. The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot # l76131, implanted: (B)(6) 2000, product type lead; product ID 37083, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).